Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited noise resulting in inappropriate mode switch, incidence of events has increased, possibly signs of lead fracture. The lead would be monitored for now. No additional information was available.